Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient opted for replacement because of pocket revision and recharge burden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there was no specific cause of the recharge burden other than the patient simply did not want to charge for 4 hours daily. No patient complications were reported as a result of this event.